Event description:
It was reported that the patient went to the hospital for a right ventricular (rv) lead integrity alert. The rv lead was found to be oversensing due to noise. It was also reported that a lead fracture was suspected or poor interconnection between the device and the rv lead. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert was triggered. A patient alert for lead failure predictor on (B)(4) 2011. Three lfp high rate-ns less than of equal to 207 ms average v-cycle on (B)(4) 2011. Ventricular short interval count (v-sic) equal to 54 counts, in 0.44 day, on (B)(4) 2011.